Event description:
It was reported a patient alert occurred and the right ventricular (rv) lead coil impedance was greater than 200 ohms post device change out. A connection issue was identified. The lead was reinserted into the implantable cardioverter defibrillator (ICD)nd the lead impedance is stable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.